Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: 2021-53387

Event description:
A surgeon reported that a patient is unhappy with overall visual results following intraocular (iol) lens implantation in both eyes. The patient is experiencing glare, fog, halos and daily headaches. Distance vision and near vision are not great and she is having trouble doing near work; she is unable to see to read well and is having trouble driving at night due to glare. The patient requested a lens exchange. The surgeon evaluated and recommended yag laser capsulotomy, both eyes for posterior capsule opacity (pco) and noted that the pco is the cause for the decreased vision.